Manufacturer narrative:
(B)(4). H6 code 3191: appropriate term/code not available.

Event description:
It was reported that there was an unknown error message "sensor battery is low". The sensor was inserted into the arm on (B)(6) 2024. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.